Event description:
It was reported, that patient's pacemaker exhibited premature battery depletion. The patient experienced discomfort. The pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event premature discharge of battery was not confirmed. As received, the device was with normal output and telemetry communication. Analysis of the device image indicated the device was operating at above elective-replacement level and was implanted beyond its projected longevity. Electrical and mechanical tests performed including output verification was normal with no anomalies found. Device was implanted beyond its projected longevity and is considered normal battery depletion. No anomalies were found.